Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump is experiencing a shortened battery life. It was reported that the pump was emitting low battery warnings and replace battery alarms. The reporter stated there was no damage to the battery compartment or battery cap and there was no evidence of moisture within the battery compartment. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.